Event description:
Event description boston scientific received information that this atrial lead was surgically abandoned due to a fracture at the sewing ring, with impedance measurements greater than 2500 ohms. A new atrial lead was implanted.